Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation. Attempt to retrieve additional information and the device is in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Through implant patient registry, it was learned that a patient with a 21mm 3300tfx aortic valve was explanted after an implant duration of 7 years and 11 months due to unknown reasons. The explanted valve was replaced with a 25mm 11500a resilia aortic valve. The patient was in recovery post operatively. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional customer complaint. The information reported may or may not be related to the edwards device.

Event description:
It was learned that a patient with a 21mm 3300tfx aortic valve was explanted after an implant duration of 7 years and 11 months due to severe degeneration and stenosis. Patient presented with shortness of breath. The explanted valve was replaced with a 25mm 11500a aortic valve. Per medical records, the patient underwent a redo avr and annular root enlargement. Intraoperatively tee showed severe valve degeneration, aortic tissue valve had leaflet degeneration. The valve was explanted, and large nonedwards bovine pericardial patch was used to augment the annulus. A 25mm 11500a valve was implanted without difficulties using corknots and post tee showed no pvl. The patient tolerate the procedure well and transferred to the CT-ICU in stable condition and discharged on pod #6.

Manufacturer narrative:
The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Degeneration-related structural deterioration is most commonly related to patient factors and is not usually an indication of a device malfunction. The most likely cause is patient factors, including coronary artery disease.

Manufacturer narrative:
Added information to b5, b7, h6.

Event description:
Edwards received information a patient with a 21mm 3300tfx aortic valve was explanted after an implant duration of 7 years and 11 months due to stenosis. Patient presented with shortness of breath. The explanted valve was replaced with a 25mm 11500a resilia aortic valve. The patient was in recovery post operatively.